Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the intermittent keypad operation. The unit in its received condition permitted power up, navigation, and pump run, however had limited keypad operation due to intermittent keypad response of the #1, #2 and #3 keys caused by a failed keypad. The remaining keys were functioning as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an intermittently operating keypad (keys #1, #2, #3). It was also reported that there was no patient involvement.